Event description:
It was reported that the pump accuracy had failed. There was no reported patient involvement.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for analysis with complaint that device failed accuracy testing. No related alarms to the complaint were found in event log. No service records found in the last 12 months. Visual and functional testing was performed. Unable to confirm by performing accuracy delivery test 3 times. First test result at 20.4ml, 2nd test result at 20.6ml and final test result at 20.6ml. No problem found with accuracy test. Device passed all testing criteria.